Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 7 cm in diameter abdominal aortic aneurysm. The proximal neck was 26-25-24-27 mm in diameter and 30 in length. The physician noted the index procedure as challenging due to a short neck and tortuous anatomy. It was reported that during the index procedure, in order to fit the greater curvature, the physician deployed three stents and released the suprarenal stents, followed by pushing up of the stent graft. On the final angiogram, a proximal type I endoleak was observed. Judging that the stent graft should not be pushed further toward the renal arteries, the physician completed the procedure. The physician expects that the endoleak would resolve eventually as it was a small amount. Per the physician, the cause of the event was related to the patient's anatomy. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.